Manufacturer narrative:
Pc-(B)(4). Batch # u5de45. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the trd75 reload was received. The cartridge was received unfired and the fork on the right side was found to be bent. No functional test was performed due to the condition of the reload. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a part of the cartridge was deformed so that it could not be loaded into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.